Event description:
The reporter stated that the surgeon was using a competitor's lens with the mtc-60cfp cartridge and the lens haptics became damaged. No patient injury reported. More information has been requested, but none has been forthcoming. If more information is received, a supplemental medwatch report form will be sent.

Manufacturer narrative:
Evaluation : results: an injector lot number search was performed for similar complaints within the search and there was one similar complaint. A foam tip plunger lot number search was performed for similar complaints within the search and there was one similar complaint. A cartridge lot number search was performed for similar complaints within the search and there was one similar complaint.